Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was also reported by the patient the ins issue had been a problem since &#49605;t-go&#56205;

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was placed in the wrong location so the patient could not charge it with the recharger unit. The patient was without therapy for 2-3 months, which was described as ¿horrible¿ and that they ¿never want to do that again¿, until a new (non-rechargeable) model was implanted. The patient noted that they ¿loved¿ the stimulation therapy. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.